Manufacturer narrative:
No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: inflammation, swelling, and pain medially. There were no signs of infection approximately five months¿ post implantation, with reports of inflammation and pain. Infection was confirmed approximately one year and one-week post implantation with swelling, pain, and osteolysis in the femur and tibia. The patient was revised due to staph epidermidis, with loss of bone due to osteolysis. Provided x-rays were reviewed and determined to not need further evaluation based on complaint of infection. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient was revised approximately one year and one month post implantation due to infection with staph epidermidis, limited flexion, pain, and inflammation. Loss of bone due to osteolysis was also noted. Infection was caused by previous surgery in the implant region less than one year ago. The study patient was dismissed upon revision. There is no additional information at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2019-00344, 0002648920-2019-00886. Concomitant medical products: femoral component option size e right item# 00595601502 lot# 64083412, stemmed nonaugmentable tibial component option cr/ps/lps item# 00598604702 lot# 64085499. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one year and one month post implantation due to infection, limited flexion, pain, and inflammation. The study patient was dismissed upon revision. There is no additional information at this time.